Event description:
The customer reported that system did not boot.

Manufacturer narrative:
The circuit breaker was found to be non-functioning. The ge service rep replaced the part. The system now functions as intended.